Event description:
Mother called to state her daughter had 2 tampons which came apart during removal. The mother plans to take her daughter to the doctor to remove any pieces which remain inside her.

Manufacturer narrative:
Device history record in review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.